Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that patient circuit 2 circulation motor of a heater-cooler system 3t was not working. The issue occurred during maintenance activity. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a complaints database review identified no further similar events for this unit since its installation, nor a concerning trend has been identified. Based on the investigation findings, the root cause of the reported event has been attributed to a corroded/stuck pump motor most likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, which did not allow the motor to rotate.

Manufacturer narrative:
The complained 3t heater cooler was inspected and the patient side circulation motor 2 was confirmed to not run. When the motor is assisted, it starts rotating slowly and e20 is displayed. Livanova engineer replaced the bridge on the patient's side. Heater/cooler system 3t a post-repair inspection was carried out based and confirmed that they were completed within the specified time: through running tests, we have confirmed that there are no problems with operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.